Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was having shorter than usual battery life. The reporter reviewed the pump history and confirmed that the pump was alarming for replace battery and had occurred 3 times in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: the pump black box and alarm history showed no evidence of the 128 replace battery warning. The pump black box showed that there were multiple instances of partially discharged batteries being inserted into the pump. During testing, the battery compartment was observed to be cracked; the pump powered on appropriately with the returned battery cap but the cap was unable to tighten fully to the pump. The pump was able to power on with the returned battery cap. The pump current draws were tested and were found to be within specifications.